Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated that the headlight was damaged and was coming off arm. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated that the headlight was damaged and was coming off arm. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. The quote was accepted by the customer and responsible ssu is currently awaiting scheduling to perform the repairs. It was established that when the event occurred, the surgical light did not meet its specification due to arm coming off and as a result contributed to the event. Provided information do indicate if upon the event occurrence, the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of arm coming off on powerled is low. As stated by subject matter expert at manufacturer¿s site, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any action at this time.